Event description:
It was reported that a catheter revision occurred (B)(6) 2011. No symptoms, drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).